Event description:
The customer reported that the footplate hook of the stitching pt support was broken and therefore, the footplate was not correctly hold. One of the operators was hit when the footplate dropped down. He received a small hematoma which disappeared within three days. There was no medical intervention required.

Manufacturer narrative:
Evaluation method/ result/ conclusion - the investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA. (B)(4).